Event description:
Potential for injury associated with 9805p hydraulic lift screws that are too small and the holes are getting stripped out causing the link to break off. This is likely to cause the device to be unstable and may cause injury to the user.